Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report "it is not triggering paddles." We are considering this to be a failure to discharge. There was no reported pt involvement.